Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the fluidics global input/output board (giob). The cse discovered a leaking base fitting leading to the reservoir and replaced the bulk fluid reservoir connection and tubing, and the fitting to lower valve block assembly. The cse tightened all other fittings and connections, and expelled air from the acid-base lines. The system was primed and calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin results was related to malfunctions of the giob and leaking base fitting. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur xp instrument. The discordant result of patient (B)(6) was not reported to the physician(s). The discordant results were reported to the physician(s), and one patient ((B)(6)) was sent to the emergency room unit for retesting. The samples were repeated on the same instrument after troubleshooting, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.